Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Aseptic loosening with erosion due to pelvic discontinuity.

Manufacturer narrative:
An event regarding loosening which led to dislocation involving a tritanium shell was reported. The event was confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: the provided records were rejected for review by a consulting clinician. X-rays confirms loose acetabulum with pelvic discontinuity and one x-ray confirming dislocation; operative reports and last revision after dislocation, post op x-rays and progress notes would be required to provide a meaningful dictation for this case. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the exact cause of the reported loosening could not be determined because further information such as operative reports and last revision after dislocation, post op x-rays, progress notes and the return of the devices are needed to complete the investigation. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Aseptic loosening with erosion due to pelvic discontinuity.